Manufacturer narrative:
The device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The report that the system controller powered on in "run mode" when attempting to charge the internal 11 volt lithium-ion battery was confirmed based on a review of the log file retrieved from the returned system controller. The log file recorded an event at 7:44 am on (B)(6) 2014 where the voltage was at zero and the driveline was not connected. These events are consistent with the report that the system controller powered on in "run mode". The returned system controller was functionally evaluated and tested and was determined to be operating as intended. A cause for the event was not identified during the evaluation. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had connected his backup system controller to the power module to charge the backup battery. He received an alarm "driveline fault-connect driveline." He then disconnected it and put the back up system controller to sleep.